Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her current blood glucose level was 444 mg/dl. Customer was able to troubleshoot during the call. Customer reported that insulin exited the infusion set tubing at the quick release. Customer reported that the infusion set cannula was not bent. No product is expected to be returned.